Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062912. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Peritonitis is a known complication of a peg tube/ j-tube placement. Per instructions for use (IFU), the peg tube should be pulled until elastic resistance is felt, kept under tension, fixation plate should be secured into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported on (B)(6) 2019 that the patient suffered from acute abdominal pain. On (B)(6) 2019 the patient had an emergency operation for an unknown reason. It was unknown if the surgery was related to the acute abdominal pain or the peg j tube placement. The patient's mother reported that the patient suffered from peritonitis. On (B)(6) 2019 the duodopa dosage adjustment was discontinued. The patient suffered from abdominal pain lying down. On (B)(6) 2019 the patient's mother reported that the patient is still intensively cared.